Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated five days later on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run precision testing, and all results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned server 3 probe and drain, auto-aligned probes, and checked all the fittings for sample probe 3 and reagent probe 5. Precision testing and quality controls were run, and results were acceptable. The cause of the discordant, falsely low mg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required